Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 30 november 2015, a technical support specialist (tss) spoke with the customer over-the-phone to address the reported event. Tss ordered the customer a new column as the existing one was determined to have a blockage. The probable cause of the event was overuse of column

Event description:
On (B)(6) 2015 a customer reported high pressure with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting hemoglobin a1c (hba1c) patient results.